Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation (the product was kept by patient). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Versys hip system femoral head p/n 00801804003 l/n 37220441; shell porous with clusters p/n 00620005822 l/n 62507270; avenir stem p/n 0106010007 l/n 4022617; bone screw p/n 00625006535 l/n 62640342. Multiple MDR reports were filed for this event. Please see associated report: 0002648920-2017-00294.

Event description:
It was reported that patient underwent a revision procedure three years post-implantation due to metallosis and adverse local tissue reaction. During the revision the head and liner were removed. The liner was damaged upon removal. A new liner and a new head were implanted. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.